Event description:
During biomed testing the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation. The customer removed and returned the suspect multifunction cable. Evaluation of the cable duplicated the malfuction which was attributed to a short between two pins within the cable. The cable was scrapped and the customer received a dreplacement.